Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited infection and sepsis and was part of the system revision. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.